Event description:
A (B)(6) female patient contacted zoll lifecor customer support to report that her monitor made a loud noise and failed to power up after disconnecting and reconnecting the battery. The patient received a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is currently underway. The reported problem (monitor will not power up) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.